Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer alleged the pump was delivering more insulin than it was supposed to. Subsequently, the customer's blood glucose decreased to 39-40 mg/dl which was addressed with the customer eating and removing the infusion set. Technical support performed a pump system check and the pump was performing as expected.